Event description:
Same case as MDR # 6000093-2006-00867 and 6000093-2006-01275. It was reported that during a coronary artery drug eluting stenting treatment procedure, there was a dissection. The target lesion was located in the left anterior descending (lad) coronary artery. The vessel was mildly tortuous and 90% stenosed. The lesion was predilated using a 2.00x15mm maverick balloon and a 2.5x15mm maverick balloon. A 2.5x8mm taxus express2 drug eluting stent did not cross the lesion and was not deployed. A dissection was noticed in the lad and was felt to be from balloon angioplasty. The physician completed the procedure using a 2.5x8mm vision. The pt was prescribed plavix, asa, heparin, reopro and ntg. It was reported that the pt did not suffer any symptoms or complications during the procedure. The pt condition was reported as good.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.